Event description:
The pt was hospitalized for hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction and the pt's daughter stated that the pt accidentally administered two insulin boluses following a meal. The pt has continued to use the pump with no reported subsequent events.